Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that due patient's extreme weight loss, going from > 450 lbs to 260 lbs, the ipg became uncomfortable. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised. No product was explanted or implanted. Effective therapy restored.